Event description:
It has been reported to philips that there was no power to table side control modules in the exam room. No harm has been reported to philips. A philips service engineer inspected the system on site and it was identified that the micro switch on the sd1 was off. The micro switch was switched to the on position. After that the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. Review of the system log file showed system is not detecting any tableside controls. Upon functional testing fse found that the micro switch on the sd1 was off. The fse switched on the micro switch on the sd1 . After switching it on , the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact and evaluation method code were corrected .